Manufacturer narrative:
The index procedure was an elective case. The target lesion was a bifurcating lesion at the proximal circumflex and obtuse marginal. The vessel was a de-novo and lesion classification was type b2. The lesion length was 20mm and vessel diameter was 3.0mm. Pre-dilatation was conducted with a 2.75x15mm balloon at 9atms for 120 seconds. A 3.0x23mm cypher sirolimus-eluting coronary stent was implanted at 12atms for 90 seconds. Post-dilatation was conducted with a 3.0x25mm balloon at 12 atms for 60 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was I and iii. Act was not measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: approximately 27 months post index procedure the patient developed acute heart failure with congestive lung and was brought to the hospital as an emergency. A coronary angiogram was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration was conducted. After that, ventricular tachycardia and ventricular fibrillation were observed so a 3.0x20mm tsunami bare metal stent was deployed in the cypher stent. Then intubation and intra aortic balloon pump were conducted. After the treatment, the patient did not recover and expired. Physician's comment: the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped.